Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had high impedance upon first placement. The impedance increased after five minutes. The lead was repositioned and still had high/rising impedance so the physician decided to replace the lead. The physician was unable to insert a wire into the lead to maintain access despite multiple attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.